Event description:
It was reported that the distal tip of the recanalization catheter separated from the outer catheter in the anterior-tibial lesion. The catheter was retracted without incident. The procedure was completed using a wire followed by angioplasty. There was no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria, contributed to the event. The investigation is inconclusive, as the sample was not returned for evaluation. The root causer could not be determined based upon available information. It is unk whether pt and/or procedural factors.